Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with syncope and had bradycardia. Asystole was noted on fainting. The right ventricular (rv) lead displayed high and undefined impedance, polarity switch, non capture and spikes in pacing. It was also reported that the lead exhibited noise and over-sensing. A temporary implantable pulse generator (ipg) was placed that night due to the patient being device dependent. The rv lead was capped and replaced the following day. No further patient complications have been reported as a result of this event.